Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's parent that the customer received a no delivery alarm. The customer's parents stated the act button was unresponsive, followed by the up and down arrows. They stated the alarm occurred during manual prime. The customer's blood glucose was 402mg/dl.